Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. After a stent was deployed at the target lesion, a 4.5x12mm nc trek balloon dilatation catheter was used for post dilatation and inflated twice to 9atm and 12atm; however, after the balloon was fully deflated, the balloon was noted to separate in the vessel during removal. The separated balloon was removed by utilizing a guideliner and another trek balloon to trap the dislodged balloon into the guideliner where it was removed from the patient. There was no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Returned device analysis confirmed the outer and inner member were separated proximally from the distal catheter tip. The separation end of both outer and inner member was circular and torn which suggests that the separation may be related to tensile overload (material stress/fatigue). Based on the returned device, the noted condition at the separation is indicative of difficulty and/or inadvertent mishandling of the device which likely led to the reported separation; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. After a stent was deployed at the target lesion, a 4.5x12mm nc trek balloon dilatation catheter was used for post dilatation and inflated twice to 9atm and 12atm; however after the balloon was fully deflated, the balloon was noted to separate in the vessel during removal. The separated balloon was removed by utilizing a guideliner and another trek balloon to trap the dislodged balloon into the guideliner where it was removed from the patient. There was no adverse patient sequela nor clinical delay reported. Subsequent to the initially filed report, the device was received and the analysis revealed that the balloon was wrinkled and bunched but intact, and the distal shaft was noted to be separated. The account confirmed that the original information was misreported and the shaft was noted to separate not the balloon. No additional information was provided.